Event description:
Acct reports that one port on the stopcock is "splitting and leaking". States it is the distal clear plastic port on the stopcock. States the crack with leaking is usually noted about 2 hours after application. No pt injury reported.